Event description:
During the second freeze cycle with 2 of the 4 minutes left two system fault codes were posted on the system screen. The fault codes 4 and 13 were displayed. Procedure was not completed.